Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had liver cirrhosis, was a brittle diabetic, had diabetes complications, and the last time the customer checked her blood glucose it was over 800 mg/dl. The caller stated that the customer passed away in a hospital, on (B)(6) 2016. The customer was hospitalized on (B)(6)2016. The cause of death was liver failure. The customer became ill one year prior to passing. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death; the caller was unsure how long the insulin pump had been disconnected prior to the customer's passing. The device had been removed by the hospital staff due to the customer being in the hospital. The caller did not know whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis.